Event description:
It was reported that pump displayed malfunction code and fault message but no notable events occurred beforehand and blood glucose level did not exceed reported limit. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed malfunction code did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.